Manufacturer narrative:
Citation: azadani a and tseng ee. Transcatheter valve-in-valve implantation for failing bioprosthetic valves. Future cardiol. 2010 n ov;6(6):811-31. Doi: 10.2217/fca.10.106. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an overview of transcatheter valve implantation in degenerated bioprostheses. All data were collected from a meta-analysis review of available literature specific to valve-in-valve implantation. The overall study population included an unspecified number of patients (demographics not provided), a subset of which were implanted with medtronic hancock, mosaic (aortic or mitral position), freestyle, or melody bioprosthetic valves. No serial numbers were provided. Among all hancock, mosaic, and freestyle patients, adverse events included: valve-in-valve implantation and grade 3 paravalvular aortic regurgitation (freestyle case). Based on the available information, medtronic product was directly associated with the adverse event. Among all melody patients, adverse events included: reintervention, mild pulmonary regurgitation, device dislodgement, homograft rupture, compression of the left main coronary artery, endocarditis requiring explant at 6 months post implant, and elevated right ventricular outflow tract (rvot) gradient due to patient growth causing patient-prosthesis mismatch. Other melody adverse events reported: rvot obstruction requiring valve-in-valve implantation (due to stent fracture, residual stenosis, or hammock effect), valve explant, or third transcatheter valve implant. Based on the available information, medtronic product was directly associated with the adverse events. Among all melody patients, malfunctions included: stent fracture. Based on the available information medtronic product was directly associated with the malfunction. No additional adverse patient effects or product performance issues were reported.